Event description:
Customer reported that erroneously low sodium (na) results were generated by the unicel dxc 600 synchron system. The quality controls were within spec prior to the event. The system was recalibrated and quality controls were run. The sample was retested and the results were within specs. The results of the retest were reported out of the lab. There was no change to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were conducted or provided. The fse bleached the reagent lines, cleaned the chloride and potassium electrode ports, replaced both sodium electrodes and replaced the carbon bridge. As of (B)(4) 2010, there were no further issues reported. Although, several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined, accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.